Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp and upon customer's request for a service visit to verify the iabp operation before returning it to clinical service. The stm completed a full system test, safety, calibration, and functionality checks and all passed within factory specifications. The iabp was then released to the customer and returned to clinical service upon completion.

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was in use on a patient, the iabp was displaying a nonsensical blood pressure value which was unusually high and not accurate (240/120) and did not correlate with the radial arterial pressures. The facility's biomedical engineer (biomed) performed an additional calibration of the iabp and then explained that the iabp console was only interpreting the results from the transducer, and was not at fault, and that the problem was in zeroing the transducer and properly doing that during the initiation. The biomed also explained that the tip of the fiber optic sensor catheter was not correctly positioned and was either against the aortic wall, or possibly damaged upon insertion. This is because the customer shutdown the iabp, checked the catheter, then restarted the iabp after the pressure transducer was re-zeroed and the pressure came back to normal and everything was accurate. Subsequently, there was a patient death. The customer does not attribute the death to the iabp; however, the customer has requested that the iabp be checked out before returning to clinical service. The exact date of the death is unknown, but it was reported that the event occurred over the weekend prior to getinge's aware date. A separate report will be submitted on the involved intra-aortic balloon.